Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure using an xi system, a clinical sales representative (csr) called to report that monopolar energy was not working. The customer noticed a question mark next to the arm pod on the touchscreen. They replaced the instrument and energy cord and power-cycled the system, but the issue persisted. The ground pad icon was illuminated green, and both monopolar ports on the generator were tested without improvement. The customer rebooted the generator again, but the problem continued. No force triad generator or additional vision side cart (vsc) was available. The technical support engineer (tse) recommended checking a third energy cord. However, the customer elected to continue using the generator with only bipolar energy. The procedure was completed as planned, with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The iesu has been returned and evaluated by the failure analysis (fa) team due to a reported issue of monopolar energy not working and a loose monopolar port. The issue could not be confirmed during testing. Log review showed errors 3-8a and m-36, and internal logs recorded c-00 and m-36. Visual and functional testing found no faults, as the unit powered on and cauterized normally.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error m-36 is attributed to installation issues preventing energy activation.